Manufacturer narrative:
Correction to h6: "2889 - deformation due to compressive stress" should not be selected as the reportable malfunction was foreign material found during evaluation. Added correct problem code. This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. However, it is likely the foreign material remained in the device because reprocessing could not be conducted properly due to the leak from the insertion section and switch one. It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that multiple parts had foreign objects. The plastic distal end cover, the bending section cover, the connecting tube, the switch box, the control section, the up/down and right/left knobs, the light guide connector, and the scope cover all had foreign objects. In addition to foreign material, the additional evaluation findings are as follows: due to a cut on the connecting tube, water tightness was lost. Due to a cut on switch 1, water tightness was lost. The objective lens had a scratch. The light guide lens had a scratch. The plastic distal end cover had a dent. The adhesive on the bending section cover was detached. Due to wear of the angle wire, the play of the upward/downward angulation control knob is out of the standard value. Due to wear of the angle wire, the bending angle in the down direction did not meet the standard value. The image guide protector had a cut. The universal cord had a scratch. The protector of the universal cord on the suction connector side is sticky. The video cable had a scratch. The protector of the video cable section had a cut. Light guide -cover glass had a dent. Switch 1 had a cut. The control unit had a scratch. The grip had a scratch. The forceps channel port was shaved. The video connector was deformed. The video connector was scratched. The video connector case was also scratched. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope connecting tube was mechanically compressed. The device was returned for evaluation. Foreign objects were found in some parts of the scope during the device evaluation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.